Event description:
A report was received that the patient had difficulty charging the ipg. The patient had weight loss and the ipg became too shallow. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient had weight loss and the ipg became too shallow. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the physician replaced the ipg per preference. The patient was doing well postoperatively. Additionally, the patient's weight loss was not device related. The explanted device was not returned to bsn as it was discarded by the medical facility.